Manufacturer narrative:
Continuation of concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger; product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated their issue of the ins being dead was resolved with the replacement device. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger ((B)(4)) revealed that the connector pins were bent. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain and failed back surgery syndrome. It was reported that the patient was charging their ins, when they started noticing that they got a partial charge on 2 different occasions. They then realized their recharger (insr) was not taking a charge even though it was plugged in the wall. The screen shows it was charging but the charge level was not incrementing. Their ins was dead and their connector pin looked fine. They called back on (B)(6) 2019 stating that she was in pain at her back because her ins was depleted. The caller stated the device helped their pain when it was charged and on, but since she had been having difficulties with the insr, the ins had since depleted, therefore not on and helping her symptoms. They had received the desktop charger but were still having the same issue. They saw a green light on the desktop charger and the connector pin did not appear damaged. No out of box failure was reported. No further allegations/complications were reported.